Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 (2020-11-23) years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to be faulty flow sensor. In consequence (correction), new flow sensor was replaced, and the problem didn't reappear. The unit passed all the tests and 4 days of run.

Event description:
The user complained that the ventilator switches from flow to pressure triggers and again without any one changing it. There are a few changes as you can see in the log and there is always an entry of: 2433 itf_alrm_unexpected_apnea_case please explain what happened and if you can suggest the reason for it. Many thanks. Amir.